Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported post a stenting treatment procedure, in-stent restenosis occurred. An express sd was implanted in the right renal artery during the index procedure. The patient presented with in-stent restenosis of the express sd stent. The restenosis was treated with 10/40 flextome cutting balloon. No patient complications reported and the patient's condition is fine.